Manufacturer narrative:
This record is a consolidation of events summarized as part of literature review when device and patient information is not available. This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged event regarding the loss of reduction or nonunion could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿department of orthopaedic surgery, hallym university sacred heart hospital, hallym university school of medicine, south korea¿. The title of this report is, ¿gamma3 nail with u-blade (rc) lag screw is effective with better surgical outcomes in trochanteric hip fractures¿, published on april 7, 2020, which is associated with the stryker ¿gamma-3 nailing system¿. The article can be found at https://doi.org/10.1038/s41598-020-62980-2. This report includes an analysis of the clinical data that was collected on 318 patients, and the cases in this study range from september 2015 to june 2018. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 7 patients experienced loss of reduction or nonunion. The report states, ¿in addition, we observed a low complication rate (2.8%) including seven cases of excessive collapse that finally led to loss of reduction or non-union ¿.

Manufacturer narrative:
Correction: please refer to h6 health impact code. This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event of loss of reduction or nonunion could not be confirmed, since no additional information was received from the author or the article. More detailed information about the patient medical history, the event circumstances, and medical reports must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿department of orthopaedic surgery, hallym university sacred heart hospital, hallym university school of medicine, south korea¿. The title of this report is, ¿gamma3 nail with u-blade (rc) lag screw is effective with better surgical outcomes in trochanteric hip fractures¿, published on april 7, 2020, which is associated with the stryker ¿gamma-3 nailing system¿. The article can be found at https://doi.org/10.1038/s41598-020-62980-2. This report includes an analysis of the clinical data that was collected on 318 patients, and the cases in this study range from september 2015 to june 2018. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 7 patients experienced loss of reduction or nonunion. The report states, ¿in addition, we observed a low complication rate (2.8%) including seven cases of excessive collapse that finally led to loss of reduction or non-union ¿.